Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. During the evaluation, the downstream sensor current reading was out of specification with a fluid filled set loaded. The downstream sensor was replaced.

Event description:
It was reported that a spectrum pump freezes every time a downstream occlusion test is performed during preventive maintenance. It was also reported there was no patient involvement.